Manufacturer narrative:
Date of event: date of event is unknown. The information indicated that the stent was implanted on an unknown date in (B)(6) 2019. Therefore, a date of (B)(6) 2019 was entered to indicate that the event occurred on an unknown day in (B)(6) 2019.

Event description:
It was reported that the patient experienced a ruptured pseudoaneurysm. In (B)(6) 2019, synergy stent devices were successfully deployed at the target lesion. However, after the procedure, the patient was treated in the intensive care unit (ICU) for approximately seven days due to a ruptured pseudoaneurysm in the right common artery. No further patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced a ruptured pseudoaneurysm. In october 2019, synergy stent devices were successfully deployed at the target lesion. However, after the procedure, the patient was treated in the intensive care unit (ICU) for approximately seven days due to a ruptured pseudoaneurysm in the right common artery. No further patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: date of event is unknown. The information indicated that the stent was implanted on an unknown date in october 2019. Therefore, a date of 01 oct 2019 was entered to indicate that the event occurred on an unknown day in october 2019. Correction: suspect medical device: d1: brand name and d2: common device name.